Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the initial report filing, additional information was received stating that the lesion was located in the mid left anterior descending artery (lad) and ostium of the diagonal branch, both with intense calcification. Pre-dilatation and kissing balloon were performed. The 3.0 x 33 mm xience prime stent failed to cross the lesion and the vessel became occluded due to thrombus. Additional pre-dilatation was performed but the 3.0 x 33 mm xience prime stent could not cross the lesion. Therefore two unspecified xience prime stents were implanted. However, during implantation of the first unspecified xience prime stent, a perforation of the lad occurred and due to this issue, prolonged balloon inflations were performed, which likely contributed to enzyme release, thus characterizing an enzymatic infarction. The procedure was concluded and was reported to be successful. No additional information was provided.

Event description:
It was reported that the target lesion was a heavily tortuous, calcified, sub-occlusive lesion in the mid right coronary artery (rca). After crossing the lesion with an unspecified 0.014 guide wire, pre-dilatation was performed with an unspecified balloon. The 3.0 x 33 mm xience prime stent was advanced, but could not cross the lesion due to resistance with the anatomy. During the attempt to cross, the vessel became totally occluded. Additional pre-dilatations were performed and the patient was given an intracoronary infusion of nitroglycerin, but the vessel remained occluded. The patient also experienced an acute myocardial infarction (ami). No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.